Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of aortic stenosis and stent thrombus of the cuff (suprarenal stent graft extension). The aortic stenosis and stent thrombus of the cuff was most likely cause by the component separation (3a endoleak) with the contributing factor of the current tobacco use. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
At the completion of the clinical assessment on (B)(6) 2018, for a pervious report event (2031527-2018-00797), clinical was able to find substantial evidence to support the following additional findings of aortic stenosis and stent thrombus of the cuff (suprarenal stent graft extension).